Event description:
Caller reported an alarm 2 followed by alarm 26, indicating recurring occlusion events. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl nor did the cgm read "high." Customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Customer experienced frequent occlusion issues and requested follow-up support for additional assistance.